Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported problem of ¿improper shut down error can¿t clear error code.¿. Was reproduced. A review of the event history log revealed air in line messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be link screws and found that the upper link screw was not within specification. The link and switch requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had improper shutdown. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.